Event description:
Per the clinic, the patient has been a non-user "for years" due to lack of auditory benefit. It is unknown if the patient ever received benefit from the implanted device. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
(B)(4) implanted device remains.